Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 pro dissection tip cone detached during the dissection process. The reporter stated that while they were dissecting the leg, the conical tip broke in half, the front tip dislodged from the main body. The broken piece was retrieved by externally massaging the leg to get it out. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.